Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccuracies on (B)(6) 2014.patient reported taking acetaminophen, which is a cgm contraindicated product.patient did not report any injury or medical intervention at the time of contact with dexcom technical support.